Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Right hemi-colectomy - "surgeon advised that he had used the trocar to lift the abdomen of a large patient resulting in the distal end of the trocar breaking off. Surgeon advised that he exerted a significant amount of forse. In doing so, he believes that this caused the trocar to break. Fracture occured approximately 50mm from distal point. On inspection by the surgeon and scrub nurse, they were satisfied that no particulation occurred. All pieces were retrieved from the patient." Additional information received via email on october 28, 2016: there were other products used in the procedure such as non-applied trocars, reusable graspers and alexis. Type of intervention: "none, surgeon easily removed the fractured portion." Patient status: "fine."

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. Based on the description of the event, a significant amount of force was placed onto the trocar. The likely root cause of the fracture is a combination of the uneven cannula wall thickness and the significant force that was exerted onto the trocar. The uneven wall thickness was a result of the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Additional email received via email from team member on november 13, 2016: "there was definitely only 1 product malfunctions - they were unsure which lot # 1257038 or 1266855 it was."